Manufacturer narrative:
Follow-up # 1 date of submission 12/04/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 11/15/2014 with the following findings:during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked in multiple locations: between the case seal and battery cap, between the case seal and grip pad, and through the grip pad. Also unrelated to the complaint, evaluation revealed that the contrast keypad button was unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.